Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067l rf head. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the programmer interrogated with no anomalies found. However, it was noted that there were cracked solder joints on the radiofrequency (rf) connector on the link electronic module (lem) circuit board.

Event description:
It was reported telemetry was not working with multiple programmer wands swapped out. A different programmer worked fine. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.